Manufacturer narrative:
Describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the pump alarmed constantly. Root cause of the reported issue is unknown, but the downstream occlusion sensor was found to be inoperable. Recommended to replace the downstream occlusion sensor and main board as preventive measure.

Event description:
Additional information was received via email and attached by the manufacturer on (B)(6)patient involved, the issue was found during pre-check.

Manufacturer narrative:
H6: event problem and evaluation codes: updates are not required. H10: a sample was received by manufacturing and the investigation results were previously reported. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. The returned product was beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device was previously repaired on 01-jul-2022 for downstream occlusion (dso) error. Appears that the previous repair did not successfully identify the cause of the dso error, therefore the sensor and board were replaced on this repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the device had a downstream occlusion. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.